Event description:
Rptr experienced toe infections, depression, hypertension, fatigue, capsule formation, breast implant flatenning, palpitation, "svt," chest pain, left arm pain, lump between breasts, questionable leakage, neck and shoulder pain, muscle fatigue, hand and finger swelling, breast tenderness and numbness, weght gain, hair loss, heartburn, visible implant wrinkles, sloshing of implants and insomnia.